Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), product type: lead. Product ID: neu_siliconeanchor, product type: accessory. Analysis of the implantable neurostimulator and lead have not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection and the device was explanted on (B)(6) 2019-. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported the infection was noticed on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a health care provider regarding the patient. It was reported that the entire system was removed on (B)(6) 2019 due to the infection which was first noticed in (B)(6) 2019. The patient noted his weight as (B)(6), and the health care provider noted the patient's weight as (B)(6). There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis was not performed as the described event is a non analyzable medical issue. If information is provided in the future, a supplemental report will be issued.